Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during sterile processing (after an opcab procedure) the sleeve pins fell off the hercules 360. No patient involvement as this occurred during another clinical procedure.